Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer reported that after leaving the pump plugged into a power source for at least 30 minutes, the alert had not reoccurred. There was no reported impact to the customer¿s blood glucose level.